Event description:
The one touch basic enhanced meter was giving the clean test area (cta) message. The patient was unable to obtain a reading on the reported meter. The patient did not report any symptoms at the time of the occurrence. A medical professional was contacted for phone advice and no treatment was stated. The customer care rep performed troubleshooting and the cta message recurred. The patient neither alleged harm nor experienced injury. Based on the info supplied by the patient there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips and control solution were replaced and return is expected.